Event description:
It was reported that there was a problem with a new pump prior to implant. A pending alarm was occurring for a motor stall that occurred (B)(6) 2014 (code 1355). The pump was not implanted into a patient, but it was shipped to the manufacturer for analysis on (B)(6) 2014. Further follow up was being conducted to obtain additional information about the event. Should additional information be received the event will be updated.

Event description:
Additional information received reported there was no noticeable damage to the packaging of the pump or the pump that could have caused the issue. Telemetry strips from the pump were not available as it was read from the 8840. No further information was provided. Should additional information be received the event will be updated.

Manufacturer narrative:
(B)(4).